Event description:
Pt was referred for pacemaker revision due to voluntary recall of atrial pacing lead. Pt was prepped in the usual fashion. The atrial lead was dissected free of fibrous tissue and unscrewed from right atrium. Lead was extracted using gentle traction. A new lead and pulse generator were implanted without complication. Visual inspection of the lead did not reveal fracture of j-wire.